Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report ongoing skin reactions from the sensor adhesive. Sensor was inserted at the left love handle on (B)(6) 2015. Patient experienced reaction to this sensor patch on (B)(6) 2015. Patient described the skin reaction as an itching, red, raised rash at sensor insertion site. Patient treats the affected area with over the counter (otc) hydrocortisone cream. Additionally, patient reported that her physician suggested to clean the area with soap and water, rather than alcohol, prior to inserting the sensor. At the time of contact, patient reported current condition of skin reaction as "good". No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen).